Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip could not fall off from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach for the treatment of early gastric cancer during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. During the procedure, the tissue was clipped; however, despite repeated actuation of the slider mechanism, the clip did not release. The steel wire of the handle was fractured and deformed, resulting in detachment of the clip tip. The device was removed, and the procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip could not fall off from catheter. Block h11: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with evidence of full deployment and the control wire was kinked. Dimensional analysis was also performed between the hooks of the bushing, and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip could not fall off from catheter was not confirmed. It was found that the device did not detect any problems related to the reported difficulty, as the clip assembly was returned fully deployed. However, it was found that the control wire was returned kinked. It appears that the physician experienced difficulties during the clip deployment, which resulted in the bending of the control wire. Contributing factors may include the application of excessive force during deployment, the use of pliers to extract the control wire in an effort to facilitate clip deployment, and other technique-related actions. Additionally, procedural factors such as angulation and overall technique may have played a significant role in this complication. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach for the treatment of early gastric cancer during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. During the procedure, the tissue was clipped; however, despite repeated actuation of the slider mechanism, the clip did not release. The steel wire of the handle was fractured and deformed, resulting in detachment of the clip tip. The device was removed, and the procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.